Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Reference mfg. Report no. 2015691-2019-03927.

Event description:
As reported by our (B)(6) affiliate, the patient died from a complication of an aortic rupture during a transfemoral deployment of a 26 mm sapien 3 valve.  During withdrawal ¿friction¿ with the delivery system was noted. The patient became hemodynamically unstable.  A pericardial effusion and aortic rupture were detected. The patient was placed on ECMO and resuscitation was performed.  With the limited information provided, it¿s unclear if both a rupture and a dissection occurred.  However, per report, valve implantation caused a type a dissection and retrieval of the fixed balloon caused rupture of the aorta. The patient¿s annulus measured an area of 528 cm2, and the annulus and aortic rood was severely calcified.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem.   In this case, the cause for the aortic dissection cannot be determined; however, patient factors (severely calcified annulus and root) may have contributed to the event. In addition, per report, it¿s unclear of the exact cause of the aortic dissection; however, the bav may have contributed the event. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.